Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed when a patient presented in clinic for routine follow-up. The patient was asymptomatic. Programming changes were made and the device remains implanted.